Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. Product not returned.

Event description:
It was reported that during use, the balloon would not deflate. It is unknown if an additional procedure was necessary when the catheter was removed. There were no patient complications reported.

Manufacturer narrative:
One 120404f catheter without any attached components was returned for examination. Blood was visible on the balloon, windings, and catheter body. The reported event of "the balloon did not deflate" was confirmed. As received, the balloon was inflated, and balloon inflation solution was observed inside of the balloon. The proximal windings were unraveled and slipped toward the distal side beyond the balloon inflation ports. Thus, the balloon was unable to be deflated. After deflating the balloon with a pin, the distal windings were found to be intact. No visible damage was observed from the balloon and catheter body. Per the IFU, "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter (see specification table)". An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.